Event description:
On (B)(6) 2012, (B)(6) (office mgr) called and made us aware that the pt was treated for a corneal abrasion on (B)(6) 2011. Pt complained of eye pain, tearing, light sensitivity and blurred vision in the left eye. On (B)(6) 2012, medical info was received from the eye care practitioner (ecp). On (B)(6) 2012, the ecp diagnosed corneal abrasion (50% of corneal epithelium was gone), treated with moxeza and nsaid to prevent inflammation. Lid edema and injection of the bulbar conjunctiva. No sign of infection. This is being reported as corneal abrasion.

Manufacturer narrative:
Method: no lenses, no examination of device were provided which could indicate if the device caused or contributed to the event. Results: there is no clear indication that the device could have caused or contributed to the incident. Conclusions: there is not sufficient info provided to draw a conclusion as to whether or not the device could have caused or contributed to the pt's complaint. No conclusion can be drawn. Should further info be provided that would change this conclusion, an update to this report will be provided within one month of receipt of the add'l info.